Manufacturer narrative:
Product ID: 3889-33, lot# va21v4c, implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The rep stated that there has not been a revision surgery at this point. There was a revision surgery scheduled for (B)(6) 2020, but that has been postponed indefinitely due to the pandemic of covid-19. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va21v4c, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient does not feel stimulation, even when amplitude is raised to 8.5 volts on each program. She also lost symptom relief since a fall on (B)(6) 2020. Patient stated having a fall (B)(6) 2020, impedance were checked and showed to be within normal limits. Configuration 1 through 7 were tested and raised to 8.5 volts on each configuration and the patient had no sensation of the stimulation. Patient has a lead revision scheduled for (B)(6) 2020. No further complications were reported.